Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the anomaly. The analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sfw kit 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that during a nexframe case, the lead placements on both sides were inaccurate. The left lead was inaccurate to plan by 4.6 mm in the medial direction. The right side was 2.5mm off anterior to plan. This was discovered by the post-operative image acquisition. The testing of both leads gave good responses, so the surgeon decided to leave the leads. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.